Event description:
The screw came loose at jaw and fell off into the patient. This is the second time this has happened according to the reporter. Cardinal spoke with (B)(6) on (B)(6) 2010. (B)(6) stated, the jaw hinge broke off during a procedure. She stated, the surgeon got another instrument and removed it without incident. (B)(6) further stated, there were no medical or surgical intervention and no untoward effects to the patient.

Manufacturer narrative:
(B)(4). Carefusion medical device complaints were managed handled by cardinal health under a transitional service agreement from (B)(4) 2009 until (B)(4) 2011. In retrospective review by carefusion representatives, it was determined that this event necessitates submission as an MDR in adherence with 21 code of federal regulation part 803. The device was not received for evaluation and additional information was not provided. A lot number was not provided and a DHR review could not be performed. Without the device, and additional information a determination could not be made. Although the device was not received for evaluation, the limited description suggests a handling issue. A CAPA will not be initiated at this time.